Manufacturer narrative:
Of the 23 allegations of a malfunction, 13 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to call service alarm. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 23 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 078 issue. These reports were received from various sources. The patients associated with this allegation ranged from 55-179 pounds and between 7 and 57 years of age. Of the reported patients, 11 were male and 12 were female.

Manufacturer narrative:
Follow up #1 07/29/2017. Device evaluation: in q2 2017, there were 2 instances of cs 078 failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.